Event description:
This complaint was received through literature article "repetitive episodes of cryptogenic septicaemia in a patient with cirrhosis: a case of heavy metal" published in acta gastro-enterologica belgica (2011). It was reported that a patient was treated with a transjugular intrahepatic portosystemic shunt (tips) in 2003. In (B)(6) 2008, a partial thrombosis of the stent resulted in recurrent ascites and hydrothorax. The patient underwent a tips revision procedure and recovered. In (B)(6) 2008, the patient redeveloped progressive ascites and recurrent hepatic hydrothorax with repetitive episodes of fever, shivering and hypotension. Computer tomography of the tips stent revealed rethrombosis. Both peripherally drawn blood cultures and cultures taken just above the occluded tips stent grew positive for (B)(6). A second revision was performed and two additional stents were implanted, following which the patient developed septic shock. The patient was admitted to the intensive care unit and administered aggressive treatment which resulted in clinical improvement. However, the patient developed recurrent episodes of (B)(6)-septicaemia, which ultimately led to a liver transplant in (B)(6) 2008, after which the patient was doing well.

Manufacturer narrative:
Gore is attempting to obtain additional information. L. Mortier et al. Repetitive episodes of cryptogenic septicaemia in a patient with cirrhosis: a case of heavy metal. Acta gastro-enterologica belgica, 2011, 74:82-87.